Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, back pain, migraine, allergy to metals and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain and migraine to be related to essure. Diagnostic results: on (B)(6) 2014 : hysterosalpingogram performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.